Event description:
Patient reported unknown side "had some saline implants in but fell down the stairs and one of them ruptured." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, d4, h1, h3, h6.

Event description:
Patient reported unknown side "had some saline implants in but fell down the stairs and one of them deflated" which is not device related. Device has been explanted and replaced.